Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with a photograph of the device, which is pending further analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9633179) was reported to have been impeded in the middle section of an unspecified microcatheter. The stent could not advance further and was retracted, at which point deformation was observed. The physician replaced the device to complete the surgery, and the microcatheter was not changed. There was no reported patient injury or adverse consequence associated with this event. Additional event information received on 08-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (product code: 606s255x, lot number: unknown). There was no microcatheter kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. One photo is attached to the complaint file. The image shows the distal section of the introducer on top of the protective hub can be observed, at the tip, the stent can be observed partially protruding from the introducer, no apparent damage can be observed. No additional relevant details were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9633179. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding the stent being impeded in the middle section of microcatheter could not be evaluated. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9633179) was reported to have been impeded in the middle section of an unspecified microcatheter. The stent could not advance further and was retracted, at which point deformation was observed. The physician replaced the device to complete the surgery, and the microcatheter was not changed. There was no reported patient injury or adverse consequence associated with this event. Additional event information received on 08-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (product code: 606s255x, lot number: unknown). There was no microcatheter kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. One photo is attached to the complaint file. The image shows the distal section of the introducer on top of the protective hub can be observed, at the tip, the stent can be observed partially protruding from the introducer, no apparent damage can be observed. No additional relevant details were observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. All the components were received in good condition. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damage was found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed. A lab sample of the prowler select plus was flushed using a lab syringe. The unit was then inserted into the prowler select plus, and it advanced smoothly without any resistance or friction as the stent passed through. The stent was successfully expelled from the distal tip of the microcatheter. The functional test revealed no issues, and no damage or abnormalities were found in the stent; therefore, the customer's complaint cannot be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9633179. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.